Event description:
A customer reported a signal loss issue with the adc device. The customer was therefore not alerted with low glucose alarm when they became hypoglycemic and experienced a loss of consciousness. The customer's partner provided treatment of glucagon injection and called paramedics. On arrival of paramedics, a glucose result of 45 mg/dl was obtained and customer was recommended to consume food to raise glucose levels. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.